Manufacturer narrative:
The subjected device remains implanted.

Event description:
A retrospective review of a prospectively maintained clinical database at a single, high volume, teaching hospital was performed from (B)(6) 2011 to (B)(6) 2015. The purpose of the study was to evaluate the initial safety and efficacy of treating small ias using only target ultra-soft coils. A total of 50 patients with 50 intracranial aneurysms were included. Subarachnoid hemorrhage from index aneurysm rupture was the indication for treatment in 23 of 50 (46%) cases, and prior subarachnoid hemorrhage (sah) from another aneurysm was the indication for treatment in eight of 50 (16%) cases. The complete aneurysm occlusion rate was 70% (35/50), the minimal residual aneurysm rate was 14% (7/50), and residual aneurysm rate was 16% (8/50). One case was retreated via surgical clip placement three months after the initial treatment.

Manufacturer narrative:
The clinical event of additional procedure required is a known risk associated with endovascular procedures. Based on the information available, medical intervention was required to retreat the aneurysm. Therefore, an assignable cause of anticipated procedural complications was assigned to this event.

Event description:
A retrospective review of a prospectively maintained clinical database at a single, high volume, teaching hospital was performed from september 2011 to may 2015. The purpose of the study was to evaluate the initial safety and efficacy of treating small ias using only target ultra-soft coils. A total of 50 patients with 50 intracranial aneurysms were included. Subarachnoid hemorrhage from index aneurysm rupture was the indication for treatment in 23 of 50 (46%) cases, and prior subarachnoid hemorrhage (sah) from another aneurysm was the indication for treatment in eight of 50 (16%) cases. The complete aneurysm occlusion rate was 70% (35/50), the minimal residual aneurysm rate was 14% (7/50), and residual aneurysm rate was 16% (8/50). One case was retreated via surgical clip placement three months after the initial treatment.

Manufacturer narrative:
The DHR could not be reviewed because the batch remains unknown, however there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. Review and analysis of all available information failed to indicate an assignable cause or probable assignable cause for the reported event. Based on the information available the exact cause for the reported event cannot be determined

Event description:
A retrospective review of a prospectively maintained clinical database at a single, high volume, teaching hospital was performed from september 2011 to may 2015. The purpose of the study was to evaluate the initial safety and efficacy of treating small ias using only target ultra-soft coils. A total of 50 patients with 50 intracranial aneurysms were included. Subarachnoid hemorrhage from index aneurysm rupture was the indication for treatment in 23 of 50 (46%) cases, and prior subarachnoid hemorrhage (sah) from another aneurysm was the indication for treatment in eight of 50 (16%) cases. The complete aneurysm occlusion rate was 70% (35/50), the minimal residual aneurysm rate was 14% (7/50), and residual aneurysm rate was 16% (8/50). One case was retreated via surgical clip placement three months after the initial treatment.